Event description:
Customer reported the vertical lift would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lift column and mainframe batteries. No pt injury was reported.